Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) on february 28, 2008 and alleged that her one touch ultra2 meter was not turning on. The medical affairs specialist listened to the recorded call and verified the following info, as the pt could not be reached by phone to obtain additional info. According to the pt, the reported issue started in 2008. The pt was unable to test her blood glucose since then. The pt reported of feeling nausea one the same day. She called her dr that morning, as she thought it could be due to her gall bladder problem. She mentioned of visiting her dr sometime the next day, and coming back home at around 11:00 am from the dr's office. She stated that she was feeling very tired and lightheaded after coming back from the dr's office. She stated that she almost fell into diabetic coma. Her son called the paramedics. She was treated with IV glucose by the paramedics. It would have been helpful to obtain additional info, such as, her testing frequency and diabetes medication regimen, what was her diagnosis when she had nausea and what treatment was provided to her, reason for the dr's visit and finding during the dr's visit, her blood glucose readings when she had symptoms, etc. The customer service agent (csa) discovered that the pt had not changed batteries in the meter as recommended and the pt did not have new batteries at the time to call to finish troubleshooting. The csa also verified that there was no misuse of the products, the meter was not downloaded prior to testing, batteries were correctly installed and the pt was using correct test strips. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt mentioned of not being able to test blood sugar due to the reported issue and later had received IV glucose treatment by the paramedics, which could be associated with severe hypoglycemia.